Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, peripheral area of lens optics found damaged after implantation. Subsequently the lens was removed during initial procedure and completed using a non company iol. Additional information has been requested.

Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol) optic. Iol returned in three segments inside a specimen container immersed in solution. Both haptics are intact. One segment of the optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "peripheral area of lens optics found damaged". The iol was returned in three segments, which is consistent with lens having been explanted. The product was subject to handling and the reported optic damage was highlighted post implantation. The reported complaint is lacking in relevant information such as associated cartridge, handpiece used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. In addition to this, all intraocular lenses (iols) are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).